Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the back of pump is coming off and the screen was badly scratched. There is no reported adverse event with this complaint. This report is made based on the allegation of the scratched display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.